Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The portion of the percutaneous lead (driveline) that was removed during the repair was returned for evaluation. The cause of the reported driveline fault alarms could not be determined during the evaluation. Examination of the returned section of driveline noted minor breakdown to the braided shield at the terminus of the connector bend relief. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Visual inspection of the wires did not find any insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal a device related issue that would have contributed to the reported alarm. Review of the log files retrieved from the returned system controllers confirmed driveline fault alarms and the log files appeared to record phase 2 values higher than recorded values for the other phases. The system controllers were functionally tested and driveline fault alarms were not reproduced. The system controllers functioned as intended during evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that driveline fault alarms occurred on four different system controllers. No low speed or pump stoppage events were captured in the log files and x-ray images of the driveline did not show any obvious areas of concern. It was reported that the patient was asymptomatic. On (B)(6) 2016, a percutaneous lead repair was completed with no issues. It was reported that driveline fault alarms recurred the day after the repair. The patient was placed on an ungrounded cable. It was reported that the plan was to permanently silence the driveline fault alarm and discharge the patient. No further information was provided.